Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material may not have been removed due to imperfection of proper reprocessing caused by leakage at biopsy channel. The foreign material was unable to be identified. The event can be prevented by following the instructions for use: "-inspection of the endoscope" olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to correct the product code for the subject device from fdf to fds.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. During device evaluation at olympus, it was found the complaint was confirmed. Evaluation found the biopsy channel leaked, the distal end scope cover was burnt, moisture and rust was found inside the control body, moisture was found at the bending section cover, the electrical safety test failed, angulation was reduced, the up/down knob had deep scratches, the light guide lens was chipped, the bending section cover adhesive was cracked, and there was a bite mark at the insertion tube. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the evis exera iii gastrointestinal videoscope had black liquid leaking from the distal end during reprocessing. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material may not have been removed due to imperfection of proper reprocessing caused by leakage at biopsy channel. The foreign material was unable to be identified. The event can be prevented by following the instructions for use: "-inspection of the endoscope". Olympus will continue to monitor field performance for this device.